Event description:
It was reported that the patient had been hospitalized with hyperglycemia (specific blood glucose (bg) levels not provided). The pod was worn for between 36 and 48 hours. Symptoms reported include vomiting. The pod was removed at the hospital and the pod's cannula was reportedly found bent. A new pod was applied but reportedly did not bring down the patient's bg levels so that pod was also removed. The patient was treated with intravenous therapy and insulin injections. The patient was released the following day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.